Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issues, therefore no additional information was obtained.